Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, when the iol was being inserted the leading haptic stuck behind optic that would not become unstuck, it was also stated that the surgeon had to open more viscoelastic, to get it out of the capsular bag then used two instruments to get them unstuck. There are three medical reports associated with same event. This file is 2 of 3. Additional information received and stated that there was no patient harm.